Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen on (B)(6) 2016 and an alert for eri in < 3 months was observed. Now when the patient presented in the operation room for generator change, device showed remaining longevity of 2.4 years. Review of session records noted that the patient received few rounds of appropriate antitachycardia pacing therapy that day which could have possible temporary effect on the battery voltage and requirement for two consecutive battery voltages at or below eri for the device to indicate it has reached eri. Patient will be monitored with routine follow up.